Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented with lumbar degenerative disk disease with severe mechanical low back pain l4-5. The patient underwent alif l4-5 using rhbmp-2/acs and peek perimeter. During the procedure, a tear of the iliac vein occurred and was repaired. There were no additional noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of lumbar degenerative disk disease with severe mechanical low back pain l4-l5 and underwent following operative procedure: anterior lumbar interbody fusion with placement of interbody spacer for disk space distraction and stabilization l4-l5 and bone morphogenic protein for interbody fusion development l4-l5. Per op note, ".. A standard end block discectomy was performed. Spacer was placed within the disk space l4-l5 and serial distraction was performed by placement of the interbody trials. Once appropriate restoration of disk space height was achieved, the appropriate sized implant was selected to match patient anatomy. The disk space was extremely collapsed prior to intervention and I was able to distract up to a 1-cm size implant with excellent intraoperative restoration of disk space height. The implant was selected, disk space preparation completed, cartilaginous end plate scraped from the 4 and 5 end plates with care taken to leave the subchordral bone intact. The implant was then impacted position 1<(>&<)>ith appropriate position of the implant confirmed on intraoperative fluoroscopic views both ap and lateral. Rhbmp-2 sponge had been placed within the hollow aspect of the perimeter ring prior to impaction of the device into the disk space. "